Event description:
While onsite servicing the sterrad® nx sterilizer for another issue, a field service engineer (fse) discovered an odor emitting from the unit. There was no report of human reaction. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.

Manufacturer narrative:
Ni

Manufacturer narrative:
Manufacturer date: 06/05/2011. Conclusion: based on CAPA investigation and astm testing, oil degradation can cause odor/smells for sterrad systems. Asp investigation summary: the investigation included a review of the device history record (DHR), service history, trending of the product malfunction code, failure mode and effects analysis (fmea), and system hazard and user misuse analysis (shuma), and corrective and preventative action (CAPA). ¿ the DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. ¿ the service history for this unit for the past six months (02/20/2014 to 08/19/2014) did not observe any significant trend. ¿ the trend for the product malfunction code of odor/smells was completed from september 2013 through august 2014 and revealed a significant trend which is addressed in CAPA. ¿ the fmea revealed the risk priority number (rpn) scores are considered to be acceptable. ¿ the shuma indicates the risk is as low as reasonably practicable for mild (limited) exposure to odor or odorants. ¿ CAPA investigation as well as the astm testing performed indicated oil degradation can cause odor/smells for sterrad® systems. The overdue pm is the cause of the odor issue. The issue is not resolved as the customer's unit has an overdue pm. No correction was performed; however, the fse confirmed that the unit is operational. A letter was sent to the customer regarding the outstanding repair.